Event description:
The customer reported that after the seal cycle, the surgeon cut and found that the tissue was not sealed correctly. No further info was available from the site. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.